Event description:
The customer reported that following a ptca/stent procedure in 1999, a size 4 vasoseal vhd collagen plug was deployed in the pt and hemostasis was achieved. The pt developed a large hematoma approx two hours post deployment. Manual pressure was held and then a femostop was applied. The pt became hemodynamically unstable throughout the evening and fluids and dopamine were administered. On 5/20/1999, the pt was taken to the cath lab for a cardiac catheterization. The catheterization results revealed an occlusion of the stents which were placed on 5/19/1999. Two units of packed red blood cells were given to the pt. The pt was then taken to the operating room for surgical evacuation of the hematoma and surgical repair of the common femoral artery. The pt was then taken to micu on a ventilator and intra-aortic balloon pump. Vasoactive drugs were administered with continuous hemodynamic monitoring. The pt expired on 5/22/1999. The cause of the pt's death was recorded as an acute myocardial infarction.